Manufacturer narrative:
As the patient had a history with atrial fibrillation, this event is being reported out of an abundance of caution, as the cause cannot conclusively be determined. The product in complaint was not returned to the manufacturer for evaluation. A review of the manufacturing records for this device was completed and no issues were identified that could have lead to the adverse event reported. Complaints will continue to be monitored for any trends.

Event description:
It was reported that an asymptomatic (B)(6) male who underwent a right transcarotid artery revascularization (tcar) procedure on (B)(6) 2019, suffered a minor stroke approximately 24 hours later. This was confirmed by a magnetic resonance imaging (MRI) scan. No additional details were provided.